Manufacturer narrative:
(B)(4). The device history record review for the product hemolok ml clips lot #01k1300178 did not show issues related to the complaint. The MFR will continue to monitor and trend related complaints.

Event description:
Alleged event: the complaint alleged that prior to ligation a clip broke in the pt's abdominal cavity. A large piece of the clip was retrieved but the remaining piece was not located. The pt's condition is reported as fine.